Event description:
During the at procedure, when the sheath was inserted into the right atrium and the flash was performed, saline leak was noted. The sheath was exchanged without additional access site and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported introducer.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.